Event description:
An alarming issue was reported on the abbott diabetes care (adc) device. A customer reported that the sensor¿s alarm failed to trigger when their glucose is either low or high. As a result, the customer experienced dizziness, sweating, shaking, and a loss of consciousness however, the customer was able to self-treat with dextrose and coca-cola. No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Visual inspection has been performed on the sensor tail, no failure modes were observed. The reported sensor was activated with a retained reader and linearity testing was performed, all results were within specification. Low glucose alarm alarm/message did not show. Sensor state 7 with event code 11 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Smu (source measurement unit) test will be performed on the sensor to verify if sensor is functioning as intended. An extended investigation was further performed. Visual inspection performed on the returned sensor and de-cased sensor was observed. An internal visual inspection was performed on the sensor¿s pcba (printed circuit board assembly); no issues were observed. The returned battery voltage was measured to be within specification range. The returned sensor was re-programmed to storage state and activated for smu (source measurement unit) testing. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. The returned sensor was re-programmed to activate with known good reader. After waiting for few minutes, the known good reader was connected to masterm and command was sent to isf (interstitial fluid) and first 5 ble packets were received. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected as it is unknown if the user was using android, ios, or a reader with a fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarming issue was reported on the abbott diabetes care (adc) device. A customer reported that the sensor¿s alarm failed to trigger when their glucose is either low or high. As a result, the customer experienced dizziness, sweating, shaking, and a loss of consciousness however, the customer was able to self-treat with dextrose and coca-cola. No further details were provided. There was no report of death or permanent injury associated with this event.